Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, loss of capture was noted on the left ventricle (lv) lead. X-ray imaging was performed and confirmed a dislodgement of the lv lead. Dislodgement was suspected to be due to patient's anatomy. A revision procedure was performed and the lv lead was successfully repositioned to resolve the event. The patient is in stable condition.